Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure/dysfunction (including renal dysfunction, right heart failure, respiratory failure, and hepatic dysfunction), bleeding, hemolysis and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was very non-compliant with their medical therapy. The patient was seen in clinic prior to their hospitalization and refused admission for volume overload, acute kidney injury (aki), and anemia. The patient presented to the emergency department (ed) on (B)(6)2023 after witnessing a pulseless electrical activity (pea) arrest at home. Emergency medical services (ems) dispatched to the patient's home, where the patient was pulseless on arrival. Cardiopulmonary resuscitation (CPR) was started and the patient was intubated. Ems achieved return of spontaneous circulation (rosc), but this was lost during transport and the patient was in pea upon arrival to the ed. The patient received epi, bicarb, and 20 minutes of compressions while in the ed with achievement of rosc and a mean arterial pressure (map) in the 40s. The patient's prognosis was poor with diagnoses of acute on chronic right heart failure, cardiogenic shock, volume overload, renal failure requiring renal replacement therapy, anoxic brain injury, hypoxic respiratory failure, elevated lactate dehydrogenase (ldh), acute liver injury, lactic acidosis, hypoglycemia, hematuria, and hyperkalemia. The patient continued to decline and was made do not resuscitate (dnr).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 from multisystem organ failure. The pump was functioning as intended and the death was not considered to be device related.